Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for regular follow-up, noise oversensing on right atrial lead was observed. Noise was not reproducible in clinic. Lead was capped and replaced on (B)(6) 2018 during device upgrade procedure. Patient was stable throughout.